Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance was low and that during testing a 35j shock was found to only deliver a shock of 10.9j. The physician "noticed something that he did not like on the lead" and used a repair kid on the "affected" spot. The system was retested and everything was within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.